Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and it was voided as it was a duplicate serial number. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary surgical procedure due to the patient experiencing unbearable halos, shadowing, vertical doubling, and was unable to function with the lens. Pre-operative visual acuity (va) was 20/40 -1 and post-operative va was 20/60-2, vision corrected to 20/20. The patient had posterior capsule opacification (pco), but opted not to have yag performed but to explant instead. No incision enlargement, sutures, or vitrectomy were required. The device was discarded. No further information was provided.